Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent internal battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device on 24oct2024 and found that the internal battery failed alarm had occurred. This investigation is ongoing.

Manufacturer narrative:
On 26jan2025, the authorized service provider (asp) again evaluated the device and confirmed that the check vent: battery failed diagnostic code was found in the device's event log. Although it was determined that the battery required replacement, the customer requested that the replacement not be performed. The device was returned to the customer without repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.